Event description:
On november 12th, 2023, the user contacted dario to report high blood glucose (bg) readings. The user, who has two dario meters, old and new, reported receiving a high bg reading of 473 mg/dl from his newer dario meter. Due to the above, the user tested his bg level using his older dario meter, in order to confirm the accuracy and received a bg reading that was approximately 200 mg/dl less, compared to his newer dario meter, which the user reported he still considered to be a high bg reading for him. The user reported that due to the high bg readings that he received, he began to double his medication. Following the above, the user purchased a non-dario meter, which he used to test his bg level and received readings in the 72 mg/dl to 118 mg/dl range.

Manufacturer narrative:
While on the phone with dario's representative it was determined that the user was using a non-compatible smart mobile device to test his bg level. Dario's user guide states: "do not plug the dario glucose meter into any device other than a compatible smart mobile device port". The user stated that he discarded the old dario strips, therefore, there is not enough information regarding the old strips. Dario's representative instructed the user to open a new cartridge of strips and test his bg level, which he did and received a bg reading of 131 mg/dl, which the user stated is in range for him. A replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. After the above was received, dario's representative followed up with the user, who stated that his new strips are reading in range. The high bg readings may have been due to misuse of the meter and strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.